Event description:
Customer reported leaking around the dial. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a leak around the dial could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.